Manufacturer narrative:
An event regarding seating/locking issues involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: visual inspection of the returned device indicates extensive damage on the inner rim and outer sphere of the liner. Dimensional inspection: the returned device was dimensional inspected by the manufacturing cell. The inspection noted: "the returned device was re-inspected as per igs-0032257 ver. 2, and found to be failing for ¿r diameter¿ and ¿angle of taper¿ outside their respective tolerances. A review of the original DHR confirmed that the r diameter and angle of taper of the returned device were inspected at a frequency of 1 per batch (1 of 18) at the time of manufacture. During the original in-process inspection, as per igs requirements, the r diameter and angle of taper are checked on a coordinate measuring machine (cmm). After reviewing the part visually including the extensive damage on the inner rim and outer sphere it is likely that the assembly of the liner during surgery resulted in the part getting damaged causing the r diameter and angle of taper to go out of specification. Conclusion: the complaint is deemed not to be manufacturing related. " medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as patient details, operative reports and x-rays are needed to investigate this event further. If additional information becomes available this investigation will be reopened.

Event description:
It has been reported by the customer that the insert could not be inserted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It has been reported by the customer that the insert could not be inserted.